Event description:
It was reported that t:slim x2 pump battery did not charge despite use of confirmed working tandem charging cable, wall adapter, alternate adapters, and alternate cables, and caller was unable to upload pump data. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.